Event description:
The customer reported that the device displayed a "speaker malfunction" error message and did not have sound. No death or patient /user injury or harm was reported. The device was in use for monitoring at the time of the alleged malfunction.